Event description:
A report was received that the patient's ipg was too superficial and was causing pain. The patient underwent an ipg revision.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was too superficial and was causing pain. The patient underwent an ipg revision.

Event description:
A report was received that the patient's ipg was too superficial and was causing pain. The patient underwent an ipg revision.